Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
Allegedly, the patient had allomatrix implanted in (B)(6) 2017. Sometime post-op the patient contracted (B)(6).